Event description:
This report is for the second of two devices. Refer to associated manufacture report 300599803-2010-01515 for a description of the first device. It was reported to boston scientific corporation that a uromax ultra balloon dilatation catheter was used during a cystoscopy procedure. According to the complainant, during the procedure, the balloon ruptured. The physician used a second balloon and the balloon ruptured. The physician completed the procedure with another uromax ultra balloon dilatation catheter. The condition of the patient following the event was reported as "stable".

Event description:
This report is for the second of two devices. Refer to associated manufacture report 300599803-2010-01515 for a description of the first device. It was reported to boston scientific corporation that a uromax ultra balloon dilatation catheter was used during a cystoscopy procedure. According to the complainant, during the procedure, the balloon ruptured. The physician used a second balloon and the balloon ruptured. The physician completed the procedure with another uromax ultra balloon dilatation catheter. The condition of the patient following the event was reported as "stable".

Manufacturer narrative:
A visual and tactile examination revealed no damage noted to the shaft of the device. The balloon was not folded or wrapped around the shaft of the device. The device was attached to an encore inflation unit and an attempt was made to inflate the balloon to its rated burst pressure (rbp) when a leak was noted. Microscopic examination of the balloon observed a pinhole leak located 3mm proximal to the proximal edge of the distal markerband.